Event description:
It was reported by the aci vascular closure specialist that a pt underwent an interventional coronary procedure. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was cracked at the bottom of the black tube during deployment.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant sleeve was not returned with the returned device. The sealant was protruding beyond the slit of the shuttle tube and blood was observed on the outer surface. Further investigation revealed excess adhesive fillet around the distal edges of both tamp locks which might have prevented the advancer tube from properly engaging the tamp locks. In additional, the slits at the proximal end of the advancer tube were off center. An advancer tube with off center slits was a possible contributing factor for the engagement failure. A review of the lhr was not possible as the lot number was not provided. The mynxgrip device is manufactured with a slit at the distal end of the shuttle cartridge. If the sealant sleeve is displaced, the slit will become visible investigation revealed that the probable root cause for the reported event could have been from the excess adhesive fillet/taper around the distal edge of the tamp lock that prevented the advancer tube from properly engaging with the tamp lock.